Event description:
A malfunction was reported with an error code identified as malf 9, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed normal limits. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. They were also instructed to reach out again should any issues arise, and the customer acknowledged and understood these instructions.